Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 100 mg/dl (aviva) and a blood glucose result that was above the reading range on hospital's unknown meter. The customer's wife reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The patient was in a coma and was treated for high blood glucose. The type of treatment given was not provided. It is unknown how long the patient was hospitalized.